Event description:
Reporter indicated that vns pt has experienced an increased in seizure strength since undergoing generator replacement surgery. It was reported that the strength of the pt's seizures had increased to the point that pt recently fractured a rib and an ankle during a seizure. Investigation to date has been unable to confirm the cause of the reported event.